Event description:
It was reported that the customer experienced a blood glucose (bg) level of 893 mg/dl, nausea, and a high ketone level identified as dangerous by healthcare provider. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Reportedly, customer was filling cartridges from insulin pens instead of insulin vials. Bg was treated with intravenous insulin, saline, potassium chloride, potassium, and various nausea medicine. Reportedly, customer was released on (B)(6) 2022 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.